Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device and confirmed the paddle pocket plates were burnt. Customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that this was a malfunction of the paddle pocket plates.

Event description:
It was reported to philips that the paddle pocket plates were damaged.

Event description:
It was reported to philips that the paddles and paddle plates were worn.